Manufacturer narrative:
Additional information: d4, h4.

Event description:
On 14/jan/2025 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6)2025 due to peritonitis. It was also reported that the patient will transition to hemodialysis (hd), as they are not properly performing her ccpd therapy at home. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6)2025 for her monthly appointment with the nephrologist. During the appointment the patient complained of abdominal pain, and upon inspection the patient¿s peritoneal effluent fluid was milky in color. The patient was sent to the emergency room, and a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily (duration not provided. However, on (B)(6)2025 the patient¿s preliminary peritoneal effluent fluid returned positive for yeast (fungal, organism unavailable) and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). While in the operating suite, the patient simultaneously received a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s ceftazidime was replaced with flagyl and will be administered intravenously (IV). The pdrn stated the patient is blind and has an elderly caregiver as well. The pdrn attributed causality to an unspecified touch contamination event. The patient remains hospitalized and will not return to pd therapy following discharge as the nephrologist feels it is unsafe. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of fungal peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, and the patient¿s transition to hd for rrt. The pdrn attributed causality to a touch contamination event involving a lack of hand hygiene prior to initiation and termination of treatment. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum (1). Of these infections, approximately 15% are fungal in nature and frequently require the removal of the patients¿ pd catheter (2,3,4). Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or the manufacturers¿ specifications.

Event description:
On (B)(6) 2025 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to peritonitis. It was also reported that the patient will transition to hemodialysis (hd), as they are not properly performing her ccpd therapy at home. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 for her monthly appointment with the nephrologist. During the appointment the patient complained of abdominal pain, and upon inspection the patient¿s peritoneal effluent fluid was milky in color. The patient was sent to the emergency room, and a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily (duration not provided. However, on (B)(6) 2025 the patient¿s preliminary peritoneal effluent fluid returned positive for yeast (fungal, organism unavailable) and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). While in the operating suite, the patient simultaneously received a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s ceftazidime was replaced with flagyl and will be administered intravenously (IV). The pdrn stated the patient is blind and has an elderly caregiver as well. The pdrn attributed causality to an unspecified touch contamination event. The patient remains hospitalized and will not return to pd therapy following discharge as the nephrologist feels it is unsafe. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On 14/jan/2025 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6)2025 due to peritonitis. It was also reported that the patient will transition to hemodialysis (hd), as they are not properly performing her ccpd therapy at home. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6)2025 for her monthly appointment with the nephrologist. During the appointment the patient complained of abdominal pain, and upon inspection the patient¿s peritoneal effluent fluid was milky in color. The patient was sent to the emergency room, and a peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and treated with intraperitoneal (ip) vancomycin 1500 mg every 3 days, and ceftazidime 1500 mg daily (duration not provided. However, on (B)(6)2025 the patient¿s preliminary peritoneal effluent fluid returned positive for yeast (fungal, organism unavailable) and the nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product). While in the operating suite, the patient simultaneously received a tunneled hemodialysis (hd) catheter (not a fresenius product). The patient¿s ceftazidime was replaced with flagyl and will be administered intravenously (IV). The pdrn stated the patient is blind and has an elderly caregiver as well. The pdrn attributed causality to an unspecified touch contamination event. The patient remains hospitalized and will not return to pd therapy following discharge as the nephrologist feels it is unsafe. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.